Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated activity had led to the patient not feeling stimulation on one side. They noted that adjustments were made to their stimulator to resolve the issue of not feeling it on one side, and ¿settings not available¿ screen. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the controller screen displayed ¿settings not available¿ message. The patient was having difficulty adjusting his device. The patient stated he is only at 2.4v on group a and trying to increase the intensity but when they tried to increase they saw the ¿settings not available¿ (screen 59). It was reviewed to reduce intensity down to zero on active group and then increase intensity. It was also reviewed to consider changing groups. The patient decreased stimulation to 2.2v and again to 2.0v but was unable to increase to the setting he was at before (2.4v) after he decreased stimulation. The patient decreased all the way to 0v and tried increasing but it wouldn't let him increase at all. The patient changed to group b and patient confirmed he was able to increase stimulation on group b. The patient wanted to increase setting on group a so he can feel stimulation because he does not know if it's working or not. The patient does not feel stimulation on one side and he does not know if it is working or not. The patient confirmed controller showed pp battery showed 70% and implant battery showed 90%. The patient was redirected to their healthcare provider. No further complications were reported/anticipated.